Event description:
The customer stated that her blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and rec'd results of 28 and 36 mg mg/dl. The normal control range was 98-135 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.